Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to a hospital for syncope. Upon interrogation, nothing was noted that would cause the syncope reason. Real time interrogation did note noise on the right atrial (ra) lead that was resulting in inappropriate mode switch. The device was reprogrammed. The patient was stable.